Manufacturer narrative:
Test infusion set/p-cap locks in properly. Pump passed self test, sleep current measurement, active current measurement and displacement test. Pump received battery lasts less than expected and this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running due to j6 connector resistance issue. Unit received with cracked case (battery tube) and cracked keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump did not kept battery and after insert new one off no power. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.